Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Explanting physician reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: no observed on the device. Double capsule: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Explanting physician reported rupture diagnosed by ultrasound and later reported double capsule diagnosed during surgery. Device has been explanted. This record relates to the right side.

Event description:
Explanting physician reported rupture diagnosed by ultrasound and later reported double capsule diagnosed during surgery. Device has been explanted. This record relates to the right side.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.4, d.6b, h.4, h.6 a review of the device history record has been completed. No deviations or non-conformances noted.